Event description:
The pt has two leads (from the same lot). It was reported the pt has lost adequate coverage. An impedance check revealed an invalid contact on one of the leads. The pt's doctor believes the one of leads has migrated due to the pt's posture when she walks. The pt will be referred to another doctor to undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.